Event description:
It was reported that the right ventricular lead dislodged and had no capture or sensing values. An attempt was made reposition the lead but the helix would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. There was a connector issue. Visual analysis revealed that there was intermittency between the connector pin and cap. The lead was returned with the lead stretched which prevented the helix from functioning properly. The distal conductor was distorted and had blood/body fluid (not obstructed). The inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched.